Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the audio bolus button was unresponsive. No other information is available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the audio bolus button. During testing, the audio bolus button was intermittently unresponsive. The button cover was removed and contamination was found. Unrelated to the complaint, the keypad was found to be peeling at the up arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad was removed and evidence of contamination was found under all key contacts.